Event description:
Information received indicates all four brake casters swivel in the brake position.

Manufacturer narrative:
The technician replaced all four casters and the foot section hex rod to repair the stretcher.